Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the rep had seen an oor message on the patient¿s programmer. The caller stated they were just notified by the hcp regarding a patient that went into the office with an oor message on their programmer. The patient would go back as hcp was busy seeing patients. It was reviewed to check impedances, but rep was in the car and not with the patient. Caller would contact hcp to call into technical services when patient went back. Additional information was received: it was reported that an oor message was seen on the tablet and patient programmer. The caller stated the patient first saw the oor a couple days ago and when they were throwing/catching a football they felt ¿weird¿ and exerted. The patient checked the ins with the programmer and saw the oor message ¿ they weren't attempting to increase the stimulation at all; oor had been seen everyday since then. The patient stated around that same time (approximately five days ago) they started feeling extra fatigued, weakness in their back, tiredness and were always cold. The caller mentioned about 4-5 months ago, suddenly, the patient would turn their head a certain way and could feel lire more and they were palpable. The patient was seen by the doctor and they didn't feel there were any issues, (i.e. Lead wasn't fractured). Impedances being out of range were reported. Multiple body positions were checked to see how it affected impedances. Sitting normally, right arm above head, left arm above head, head turned right, and head turned left. Each time all impedances were normal on both the left and right gpi (around 1000-3000 ohms) except for c-0 which was around 2400-2600 ohms. The caller noted that in october impedances were ok but they couldn't access the session report. Therapy impedance initially showed no value for the left side and right side showed 1088 ohms, 2.8 ma. The caller re-ran therapy impedances and left showed 2730 ohms, 0.7 ma and right showed 1094 ohms, 2.8 ma. The patient didn't really feel anything when therapy impedance was being measured. The caller provided the patient¿s programming: left ¿ c-0, 2.0v, 90 pw, 130 rate right ¿ c-0, 3.0v, 90 pw, 130 rate patient didn't turn ins off. The battery level was good at 2.92v. The patient mentioned before all this started it was 2.91v when they checked with the programmer. It was reviewed that they may attempt to change programming slightly and leave everything else as is. There were no further complications reported.